Manufacturer narrative:
Product is not expected to be returned; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use warnings: monitor wire position throughout the procedure for proper placement of the curve and distal tip. As indicated in the device instructions for use (dfu), operational instructions, instruction for use section: 7. Advance safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. There is no known malfunction related to the safari2 guidewire and no known relationship between the safari2 device and the adverse event. Additional surgical procedure is a known potential adverse event associated with the safari2 guidewire and is listed in the instructions for use (IFU). This medwatch report is being filed as a good faith measure. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event description: ecn event description: complex case with severe calcification on the leaflets. Bicuspid aortic valve appearance. First unsuccessful pre-dil attempt with 24mm atlas balloon, the second one was effective. Patient went into shock and was hemodynamically unstable at that moment. Safari was not well positioned- centralized in aorta. After knob 1 opening, valve slightly went down. Physicians pull the system up and opened knob 2. Thanks to patient unstable conditions, valve release was very quick. After ds retrieving, physicians noticed that the valve embolized to left ventricle. Valve was in parallax position. Few images recorded during valve release. Following the embolization, coronary flow and mitral apparatus was checked. At that moment there was no interaction with mitral apparatus, however, some minutes later, the echo detected interaction. Physicians decided to refer patient to open heart surgery. Accurate neo2 was than explanted and edwards valve surgery was implanted. Patient present at time of event?: yes patient complications: additional intervention required in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no medical or surgical interventions: cardiac surgery patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: no patient outcome: the issue is ongoing device acquired from a distributor?: no additional information received on january 24, 2023: complaint summary: it was reported that device difficulty to position occurred. Vascular access was obtained via a transfemoral approach for a transcatheter aortic valve replacement (tavr) procedure. The severely calcified native aortic annulus was 25.2mm in diameter. A 14f isleeve introducer sheath was placed and safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with two (2) inflations of a 24mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). The first pre-dilatation was unsuccessful and the second was effective. Following bav, the patient went into shock and lost hemodynamically stability. It was noted that the safari2 guidewire was in a suboptimal position centralized in the aorta. A size large acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced. Commissural alignment via array technique was performed. After completion of the initial stage of release of the acurate neo2 valve, the acurate neo2 valve moved slightly ventricularly. The physician repositioned the acurate neo2 valve by pulling on the acurate neo2 system and the final stage of release of the valve was quickly completed. The acurate neo2 tf ds was removed from the patient and it was observed that the acurate neo2 valve had moved into the left ventricle in a parallax position. Flow through the both the left and right coronary arteries was evaluated with no apparent impact present. Echocardiogram revealed interaction between the acurate neo2 valve and the mitral valve apparatus. The patient was transferred to open heart surgery where the acurate neo2 valve was explanted and a non-bsc surgical valve was implanted. Patient status no patient complications were reported. Additional information provided on february 15, 2023: 1. Is it known what caused the acurate neo2 valve to migrate and to move into the left ventricle in a parallax position? According to the discussion with {additional reps], we supposed that the upper crown was not sitting on the top of the leaflets because of the severe calcification that moved up during pre dil. 2. Were there any issues with guidewire management during the procedure? Guidewire was not well positioned. 3. Was an attempt made to re-position the safari2 guidewire prior to inserting the delivery system and deploying the valve? No. 4. Is it known why the patient went into shock? A. Were any interventions performed to address the patient going into shock prior to the attempt to insert the delivery system and perform the valve implant? No, they don´t know the reason the patient went into shock. As the physicians realized the patient was unstable, they decided to implant the valve as soon as possible. The patient was discharged from the hospital last weekend in good neurological and physical conditions.

Manufacturer narrative:
Note: the original medwatch report was filed as a good faith measure. However, based on the additional information received by the distributor on february 27, 2023, there doesn't appear to be an allegation directly related to the safari2 guidewire and the adverse event. The reason for suboptimal position of the guidewire, and the following events, which eventually lead to the valve embolization appears to be related to anatomical factors rather than a guidewire malfunction. Therefore, the information available at this time does not reasonably suggest that this is a reportable event. There is no indication of patient death or serious injury that can be attributed to the performance of or a malfunction of the safari2 guidewire. If there is any further relevant informaiton received, a follow up report will be submitted.

Event description:
Additional information received on february 27, 2023: "it was noted that the safari2 guidewire was in a suboptimal position centralized in the aorta". Where was the distal end of the gw throughout the procedure. Did it remain centralized in the aorta throughout? Yes, probably because of the raphe between rcc and ncc. Was it not verified that the coiled distal end was positioned/anchored correctly in the left ventricle before advancing the ds? Yes, it was verified. It says right after the sentence about gw being in sub-optimal position that "a size large acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU". Why was the procedure not stopped and the correct positioning of the gw ascertained before attempting to load the valve? Reviewing the images, we believe the reason for the gw not to have the perfect position was the "bicuspid factor" of the native valve. It looks like following the aortic valve embolization to the left ventricle, the aortic valve (edwards valve) was replaced via open heart surgery. However, there is also a mention of "mitral valve interaction" with the embolized valve. What exactly is meant here with ´mitral valve interaction´? Echo analysis reported interaction between the embolized prosthesis and mitral valve apparatus that affected patient´s hemodynamics, which made team make the decision to make the open heart surgery. Does that indicate some injury to the mitral valve or chordae tendineae? If so, was any intervention performed there/how did they manage that? No injury to the mitral valve or chordae tendineae reported.